Manufacturer narrative:
(B)(6). A picture was returned but was not able to verify sleeve abnormality that would cause the sleeve to not recover. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6082341. Without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that bd vacutainer¿ flashback blood collection needles had the sleeve not rebound causing blood leakage to occur. No injury or medical intervention reported.